Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Image review: review of the provided images (see attachment) is consistent with the reported issue. Images have shown that the instrument had a dislodged jaw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip broke, and the instrument was stuck inside the cannula upon removal. No fragment fell into the patient. The customer was able to remove the instrument and used a backup instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the stuck force bipolar instrument, an investigation was completed to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental MDR will be submitted if any additional information is received. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.